Manufacturer narrative:
(B)(4); batch #: unk. We did not receive a batch, or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please confirm that surgicel was left in situ. Yes it was. Was a leak test performed? If so, what type and results? An intraoperative endoscopy was performed with no indication of leak. How was the leak identified? Post operative effusion and abscess detected via studies because of suspected leak and patient complaints. What was observed at the site of leak during reoperation? Patient had an apparent abscess, which had to be drained as well as the effusion from the leak were any issues noted with staple formation throughout care of patient? None that were reported to me.

Event description:
It was reported that the physician just reported to me today that she had a lap gastric bypass case approximately 4-6 weeks ago that went normally with nothing out of sorts however she did have oozing from the 2nd staple line going up the side of the pouch so used, and left behind surgicel original on it to help to stop the oozing. Unfortunately, approximately 2-3 weeks later the patient came back symptomatic of a problem, and it was discovered that she had a small leak that had developed into a gastro fistula (leak eroded into remnant stomach) and she had to re reoperated on to fix this. Since then patient has had a normal course.

Manufacturer narrative:
(B)(4). Date sent: 1/20/2021. Upon visual inspection of twenty-four videos, the following was observed: the 1st video shows some trocars and surgical instruments pass through of skin. The 2nd video shows a needle/suture combination, suturing the tissue. The 3rd video shows surgical instruments pass through of skin. The 4th and 5th videos show tissue some surgical instruments handling and cauterized the tissue. The 6th video shows at the 0:45 mark a device with a white reload loaded is introduced. At the 0:47 mark tissue is placed in the jaws. At the 1:44 mark, the device is removed and the staple line and cut line were as expected. The 7th video shows at the 1:58 mark a device with a white reload loaded is introduced. At the 2:20 mark tissue is placed in the jaws. At the 3:11 mark, the device is removed and the staple line and the cut line appear to be as expected. The 8th, 9th, 10th, 11th videos show a needle/suture combination suturing the tissue. The 12th video shows some surgical instruments handling and cauterized the tissue. At the 5:32 mark, a device with a blue reload loaded is introduced. The 13th video shows a device with a blue reload loaded is introduced and tissue is placed in the jaws. At the 1:29 mark, the device is removed of tissue, and bleeding was noted on tissue, but not on the staple line. The 14th video shows at the 0:17 mark a device with a blue reload loaded is introduced and tissue is placed in the jaws. At the 1:35 mark, the device is removed of tissue and the staple line and cut line appear to be as expected. At the 1:55 mark, a device with a blue reload loaded is introduced and tissue is placed in the jaws. At the 2:22 mark, the device is removed of tissue and the staple line and cut line appear to be as expected. The 15th, 16th 17th, 18th, 19th,20th, 23rd videos show a needle/suture combination, suturing the tissue. The 21st video shows at the 3:21 mark a staple line with little bleeding and clips were placed on these areas. The 22nd video shows some gauze introduced and placed on the tissue. At the 4:44 mark, a needle/suture combination is introduced. The 24th video shows some surgical instruments handling the tissue. Based on the videos reviewed, the event description is confirmed, however, no conclusion or root cause could be determined. The hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.